Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-02750. It was reported that the patient's atrial and right ventricular leads exhibited high capture thresholds. The atrial lead was capped and replaced on (B)(6) 2011. The right ventricular lead was capped and replaced on (B)(6) 2000. The patient condition was unknown.